Manufacturer narrative:
(B)(6). The lot was manufactured between april 21, 2017 ¿ april 22, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was also performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused the therapy solution. After the therapy infusion time of 48 hours was complete, the infusor still contained 40-50ml of therapy solution. There was no patient injury or medical intervention associated with this event. No additional information is available.